Manufacturer narrative:
No injuries or medical intervention was reported. No patient information was provided. The date of event is estimated because it was not provided. No information was provided in regards to the serial number, therefore device manufacturing date could not be determined. The device has not been returned to the manufacturer. The product has been identified as an affected product in an ongoing class ii recall; therefore, no further evaluation is necessary.

Event description:
A patient felt the heat of the plugger during a root canal treatment.